Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that a patient was undergoing placement of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unspecified indication. The customer reported that the guide wire was left inside the patient upon removal of the introducer with the drain. The retained guide wire was not discovered until a planned removal of the catheter. The customer ¿presume(s) the introducer pushed the guide wire in so no longer visible to the eye when removing the introducer and securing the drain in place.¿ the retained guide wire and drain were removed several days following initial implant during a planned explant at the end of the useful need of the device. The customer reports that the patient did not require any additional procedures and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, the root cause was determined to be user error. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.